Event description:
It was reported that approximately 2 months post implant of a bifurcated, a suprarenal aortic extension and two limb extensions, a follow up computed tomography scan revealed an endoleak near the third segment of the bifurcated device. Reportedly, the physician treated the endoleak by implanting an infrarenal aortic extension. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. Medical records and images were provided for clinical assessment and reviewed with the following conclusion: based upon the investigation findings, the reported event was confirmed based on the clinical assessment record and image review. A manufacturing record review was performed. The lot met all release criteria with no nonconforming material records. The lot usage history shows that no other units from this lot have been involved in any similar complaints at this time. Based upon the clinical assessment, a root cause for the reported endoleak is likely from stent position and resulting inadequate stent overlap because, there was only one set of stent struts observed at the location of the leak. The investigation did not identify a device issue.